Event description:
It was reported that the micro sagittal saw heated up during testing. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed on the device and it was returned to the user facility.